Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes after centrifuge there was a film/membrane in the pst tubes. This resulted in false low results.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes after centrifuge there was a film/membrane in 2 of the pst tubes. This resulted in false low results. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a thin film/membrane was observed. Additionally, retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. Additionally, the customer's indicated failure mode of a thin film or membrane was not observed during testing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes after centrifuge there was a film/membrane in 2 of the pst tubes. This resulted in false low results.